Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. Additionally, it was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.